Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation was ruptured. Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.